Event description:
A doctor alleged that three (3) patients had experienced the debonding of a crown after placement with the maxcem elite clear product. This is the third of three (3) reports.

Manufacturer narrative:
Specific patient information with regard to gender, age, and weight was not provided. The doctor alleged that the patient had experienced the loss of a crown on (B)(6) 2014, which was approximately one week after placement. The doctor sandblasted the crown and re-cemented it using a different product, without further incident. To date, the patient is doing fine. A physical evaluation was performed on the returned product, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.